Manufacturer narrative:
Additional information- the reporter stated the issue occurred during testing with no patient involved. Device returned for evaluation.

Manufacturer narrative:
Other text: device evaluation- the device was returned for evaluation. The device was powered on and showed the "error code 1871". This type of error indicates a motor issue. Internal examination showed the device motor was locked. The cause of the component issue was not established.

Event description:
Information was received indicating that cadd legacy 1 pump displayed error 1871. There were no adverse events reported.